Event description:
Clinical study. It was reported that 1 day after a coronary artery drug eluting stenting procedure a dissection occured. The lesion being treated was a 4.0mm 99% stenosed proximal right coronary artery (prox rca). The lesion was not predialted. The physician then placed a taxus express2 8.8% 3.50x20mm drug eluting stent in the prox rca. The next day a dissection was discovered from the previous stenting. It was reported the physician was unable to cross the ostial taxus stent placed the day before. It was reported that a 3.5x23mm multi-link vision crossed the taxus stent and was placed. The pt was discharged in 2004 on plavix and aspirin.